Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml at 400.1mcg/day. It was reported that the patient experienced an increase in spasticity and headaches. Sometime after the patient's pump replacement on (B)(6) 2025, the patient noticed a return of his spasticity symptoms. On (B)(6) 2025, surgical intervention occurred to figure out and fix the reason why the patient's symptoms returned. According to the physician, the existing 8578 catheter was not connected properly wen implanted on (B)(6) 2025 and caused the catheter to disconnect. The doctor did not see anything wrong with the 8578 catheter itself and the physician made the medical decision to reconnect the exiting 8578 catheter to the spine segment. The doctor successfully aspirated the catheter after making the connection. No changes were made to the drug infusion rate. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8578, lot# hg7xwsx09, implanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 23-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.